Event description:
It was reported that: a pt was ventilated with babylog 8000. The staff had problems with the flow sensor calibration. Nevertheless the device was kept in use furthermore. The pt died in the night.